Event description:
A malfunction alarm was reported by the customer with a specified code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer in resetting it, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappeared.